Event description:
It was reported the patient developed an infection following a procedure in which an angio-seal device was deployed to seal the arteriotomy site. Antibiotics were prescribed and the patient was reported to be recovering.